Event description:
It is reported that the impactor broke upon impaction.

Manufacturer narrative:
Evaluation: as returned, the broach impactor appears to be in relatively good shape considering its potential field age. The most likely scenario is that repeated autoclaving causes the epoxy bond to weaken, thus loosening the pin. Device history records indicate all components were manufactured and inspected to specification. The report malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for MFR guidance document published by the FDA in march of 1997.